Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient stated she had a red itchy irritation on her back under the therapy electrode pads. A nurse instructed the patient to apply an unscented water base lotion to the irritated area. After using the lotion on the irritation, the patient stated that the irritation had improved.